Manufacturer narrative:
The device history record (DHR) for the lot number 7465155 was reviewed on 7/5/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 275cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through mammography. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the field experience report on 7/11/2018. The event date has been updated. When the device was explanted, it was replaced with a mentor smooth round moderate plus profile 275cc saline prosthesis. The investigation of the returned device was completed by the failure analysis lab on 7/23/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 275cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through mammography. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed a rent measuring approximately 0.2 cm on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).